Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced charging connectivity issues with the ipg. The device was unable to maintain adequate charge and would not charge beyond approximately 50%. Multiple troubleshooting attempts were performed without resolution. To address the issue, the implanting physician elected to replace the ipg.

Manufacturer narrative:
Patient weight and event date are estimated.